Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age, dob gender & weight not provided for reporting. (B)(4). Lot number unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. The 510k is unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the drill bit broke during a procedure on (B)(6) 2017. There were no fragments in the patient and there was no patient harm. Surgery was completed successfully. There is 1 device in this complaint. Concomitant devices reported: drill sleeve (part number unknown, lot number unknown, qty 1) screw (part number unknown, lot number unknown, qty 1). This report is 1 of 1 for (B)(4).